Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of knurled knob on the device would not secure was not duplicated or confirmed. However, during evaluation, it was determined that the device ran in safety position and the teflon seal was protruding out of the swivel. It was determined that the lock cylinder and the pawl release were damaged causing the device to run in the safety position (device was powerbroken). It was determined that the worn teflon seal swivel was consistent with normal wear over time. It was determined that the issue with damaged lock cylinder and pawl release was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running caused by use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service testing, it was observed that the motor device knurled knob would not secure. During in-house engineering evaluation, it was determined that the device was running in the safety position. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.